Manufacturer narrative:
Evaluation summary: the product was not returned. All product and batch history records are quality reviewed prior to product release. Associated product indicated is qualified for this lens. The product investigation could not identify a root cause for the reported damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via reply card that an intraocular lens was inserted and removed. No reason was provided. Additional information was provided by the surgeon, who reported that the iol was cracked. The event happened during the surgery upon lens implantation. The iol was inserted and removed. The surgery was completed with a new iol. In the surgeon¿s opinion the cause could have been a primary defect or upon folding.